Manufacturer narrative:
Initial pump condition unable to power on via battery or ac power. Troubleshooting revealed battery failed to operate because of thermistor failure. Subsequent to battery replacement all alarms work and pump functions as specified.

Event description:
Information indicates that product shuts down unexpectedly during feeding.